Event description:
The pacemaker involved in this MDR was implanted on (B)(6) 2008. During (B)(6) 2010 follow-up, a windows error message was displayed while the user was attempting to review follow-up information (aida summary) stored in device memory. The interrogation session was abruptly ended. A new interrogation was performed normally but the physician has observed that device memories (aida) were empty. However, a pt files containing the aida memory was created during first interrogation.

Manufacturer narrative:
December (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.